Event description:
The customer reported approximately 5ml of contained fluid leaked from a coulter lh 750 hematology analyzer during startup. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/18/2015. The fse confirmed there was a leak behind the wbc bath causing the instrument to fail startup. The fse found the wbc bath was not seated firmly on the aperture housing. The fse re-seated the wbc bath resolving the leak and failed startup. The repairs were verified per established service procedures. (B)(4).